Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during dwell three of four of peritoneal dialysis therapy. The patient stated that the supply bag became unhooked from the disposable/cassette line and leaked onto a box next to the bed. The technical service representative assisted the patient in clearing the alarm and the patient finished therapy with manual supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. A supply bag that became disconnected was reported and is a known cause of this alarm; however, the cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.